Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s system generated an alert which was read on (B)(6) 2017 which reading was reported to the physician. The reported reading revealed 109 noise reversions beginning on (B)(6) 2017 and high ventricular rates which appeared to be noise. Further, the reported reading, based on the electrograms, consistently showed occasional inhibition of pacing due to oversensing. The physician opted to monitor the lead and expressed no intention of replacing the lead as of now. The patient was stable at that time. Subsequently, additional information received noted that electrograms revealed there were 148 detections of noise reversions in the 31 days after (B)(6) 2018 with periods of inappropriate inhibition of pacing. The patient is stable and will continue to be followed remotely on a daily basis.